Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that a foreign substance was found and bd angiocath¿ plus before insertion. No injury or medical intervention.